Manufacturer narrative:
Additional information and device evaluation was provided in d.4., h.3.,h.4., h.6., and h.10. The sample was returned in an open secondary package. The sample included IFU (instructions for use), labels and a cradle with glaucoma filtration device and shunt inserted into the original pouch. The glaucoma filtration device was unfirmly placed in the designated location in cradle. Returned shunt was placed in an adhesive tape attached to cradle. The glaucoma filtration device wire found to be partially pressed- handle was operated. Wire partially protruded from cannula opening no addition complaint for the lot. The device history record (DHR) was reviewed. No abnormalities were found, and the batch was released according to release criteria. The root cause is inconclusive: the glaucoma filtration device received was pressed down and the glaucoma filtration device wire protrude partially from the cannula opening which triggered the shunt release. The description of "could not be released from glaucoma filtration device during insertion" is unclear since the release mechanism is based on the glaucoma filtration device wire retraction which was executed thus shunt was deployed- as a result the complaint can not be conformed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was received to the manufacturing site for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implant procedure, the device could not be released from the delivery system. The surgery was completed by using a another device. There was no patient harm reported. No further information is expected.